Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with a guidewire still stuck inside. Dissection revealed that the guidewire lumen was stretched at the location of the distal inner hypotube, likely causing the guidewire to become stuck. This is possibly the result of the guidewire lumen delaminating from the distal inner hypotube. The catheter was also tested for deployment multiple times. Deployment to basket and flower was successful on every attempt and only minimal resistance was noted, not confirming the deployment failure.based on all the available information the observed stuck guidewire was likely due to unthe design of the device.

Event description:
It was reported that during a pulmonary vein isolation a farawave was selected for use. During procedure, it seemed to be a defect in the guidewire lumen of the farawave. The guidewire movement was stiff and difficult to manipulate. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulmonary vein isolation a farawave was selected for use. During procedure, it seemed to be a defect in the guidewire lumen of the farawave. The guidewire movement was stiff and difficult to manipulate. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.